Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Event description:
During follow up of an alleged reaction to a different optiflux 180nre dialyzer assembly (c-11751), a prior event of a suspected dialyzer reaction was reported. However, no information was available related to the date of occurrence or the patient experience. The patient is a male who was on hemodialysis for 5 years. The facility manager reported that the patient had an event of itching while using the optiflux 180nre dialyzer assembly; however, they could not be sure if this was a reaction to the dialyzer or a result of his non-compliance with dialysis and drug abuse. The dialyzer was changed to another manufacturer's device. The complaint device is not available to be returned to the manufacturer as it was discarded by the user facility.